Manufacturer narrative:
The investigation of high purge pressure and low pump flow has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure issue was most likely biomaterial, based on given clinical details and data log review. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17507. B1 adverse event and product problem. B2 outcome: death and date of death added . B5 patient outcome and mso statement. D4 model number. E4 should have been left blank. H1 type of reportable event: death. H6 medical device problem code 1248 missing.

Event description:
The decision was made to withdraw care and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
Us complainant reported the patient was on impella rp flex support and there low purge flows were noted. The aic (automated impella controller) showed a spike in motor current. Tissue plasma activator was ran through the purge. Staff monitored.